Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the chief perfusionist that when the pt was lying on his left and right side the controller would alarm with a red heart. When the pt was flat the alarm stopped. Alarms are only occurring while connected to the power module. Subsequently, the pt rec'd the red heart alarm with speed drops and loss of power.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.